Event description:
The user reported that the sheath of the introducer broke off in the pt and migrated near the pulmonary artery. The sheath broke while the physician was inserting a swan catheter. The physician experienced resistance while trying to insert the catheter into the sheath. He noticed that the sheath looked bent under fluoroscopy and pulled the sheath out for inspection. It was then that the physician noticed that the sheath was broken and found the fragment near the pulmonary artery. Another physician was called in and successfully snared the sheath fragment from the pt. The pt did not experience any adverse effects as a result of the event.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the investigation has been completed.